Event description:
It was reported the pt experienced a shocking or jolting sensation from their device. The pt stated when she changed positions while lying in bed, her device "electrocuted" her. The pt stated she had "red bumps all up and down" both of her legs after the experience. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).